Event description:
Based on communication with attorney, the plaintiff was injured when the trapeze on a hospital bed collapsed. Attorney alleges surgery is required due to this incident.

Event description:
Based on communication with attorney, the plaintiff was injured when the trapeze on a hosp bed collapsed. Attorney alleges surgery is required due to this incident.